Event description:
Nurse was changing the dressing, not using force, and using adhesive remover, and began to remove the dressing from the statlock and midline catheter snapped in half. Midline catheter broke at the hub but there was still exposed catheter from the insertion site. Pressure held at insertion site and remaining catheter removed. Patient without signs and symptoms of sob, chest pain, tachycardia, diaphoresis, apprehension, cyanosis. Midline catheter retrieved by nurse for further investigation of potential product integrity/possible recall. Patient receiving continuous zosyn at the time of breakage. Midline was placed on (B)(6) 2024 and broke on (B)(6) 2024.